Event description:
It was reported by the patient that they got a new electric chair and that every time the patient sits in the chair they get several electric shocks. The patient questioned if sitting in the chair with their implantable cardioverter defibrillator (ICD) was causing the shocks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).